Event description:
During setup for the cardiac procedure, the flopump was primed and de-aired in the standard fashion. Prior to initiation of cardiopulmonary bypass a small amount of air was noted in the pump. The air was removed from the flopump, it was visually inspected and no source for the air could be seen and the pump was deemed suitable for bypass. The bypass procedure was completed without event, but following the procedure (after termination of bypass, during tear-down) the flopump was inspected again and there seemed to be fluid/blood in the internal compartments of the pump where the bearings and magnet are housed. Not knowing if this was the exact case, but feeling like it should be inspected; the pump was removed from the circuit and prepared to be returned to the manufacturer for inspection and testing.